Manufacturer narrative:
Explanted devices were not returned to MFR for eval. This event was reported by user facility on report number (B)(4).

Event description:
Pt, with a recent history of pain and stiffness, underwent a revision of the right tibial tray and insert. Primary surgery was in 2005.